Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 429 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer's mother tried to changed basal of her son's insulin pump with doctor's prescription. The customer declined troubleshooting for high blood glucose level. Customer requested assistance for insulin pump programming. Customer was assisted with insulin pump programming. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.